Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to the touch. It was advised to unplug monitor. No further troubleshooting was specified. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.